Manufacturer narrative:
Product analysis: the device has not been returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that two years and five days post implant of this bioprosthetic valve, the valve was explanted for unknown reasons and was replaced with an aortic root bioprosthesis. No other adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information and device return have been unsuccessful. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the limited information received, the failure mode could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.